Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error as well. The customer stated the alarms occurred right after louder than usual motor noises from the insulin pump. The customer's blood glucose was 8.4 mmol/l. The customer was advised to call back if the alarms recurred. The customer was advised that the insulin pump would be replaced per their request. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programed and monitor for twenty four hours and no unexpected a21 or a17 alarms and no motor noise anomaly noted. The insulin pump passed self test, a21 error test and displacement test. The insulin pump has cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.